Event description:
It was reported that balloon rupture occurred. During a percutaneous transluminal angioplasty in the central vein, a mustang balloon catheter was advanced for dilation. However, during inflation while reaching the rated burst pressure, the balloon burst. No patient complications were reported. It was further reported that the target lesion was 70% stenosed, mildly tortuous and moderately calcified. Furthermore, the balloon ruptured during the second inflation at 18 atmospheres for 40 seconds. Neither the balloon nor a segment of the balloon detached inside the patient after it ruptured. The procedure was completed with another of same device. The patient condition was stable post-procedure. It was further reported that the ruptured device used during procedure was a 12.0 x 60, 75cm mustang balloon catheter.

Manufacturer narrative:
Updated the following fields. E3: occupation: corrected from other health care professional to physician. Device evaluated by MFR.: a mustang device was received for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The rated burst pressure for this device is 14 atmospheres as per mustang specification. Blood was present in the balloon, which is indicative of a leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when di water was observed to be leaking from a balloon pinhole located approximately 1mm distal from the distal markerband. A visual examination of the markerbands identified no issues. A visual and tactile examination identified no kinks or damage to the shaft and identified no damage to the tip.

Event description:
It was reported that balloon rupture occurred. During a percutaneous transluminal angioplasty in the central vein, a mustang balloon catheter was advanced for dilation. However, during inflation while reaching the rated burst pressure, the balloon burst. No patient complications were reported. It was further reported that the target lesion was 70% stenosed, mildly tortuous and moderately calcified. Furthermore, the balloon ruptured during the second inflation at 18 atmospheres for 40 seconds. Neither the balloon nor a segment of the balloon detached inside the patient after it ruptured. The procedure was completed with another of same device. The patient condition was stable post-procedure.

Manufacturer narrative:
B5: describe event or problem: updated. E1: initial reporter title: updated. E3: occupation: corrected from other health care professional to physician.

Event description:
It was reported that balloon rupture occurred. During a percutaneous transluminal angioplasty in the central vein, a mustang balloon catheter was advanced for dilation. However, during inflation while reaching the rated burst pressure, the balloon burst. No patient complications were reported.

Manufacturer narrative:
Updated the following fields. Model number, lot number, catalog number, expiration date, unique identifier (UDI) #, and device manufacture date. Describe event or problem: updated. Initial reporter title: updated. Occupation: corrected from other health care professional to physician.

Event description:
It was reported that balloon rupture occurred. During a percutaneous transluminal angioplasty in the central vein, a mustang balloon catheter was advanced for dilation. However, during inflation while reaching the rated burst pressure, the balloon burst. No patient complications were reported. It was further reported that the target lesion was 70% stenosed, mildly tortuous and moderately calcified. Furthermore, the balloon ruptured during the second inflation at 18 atmospheres for 40 seconds. Neither the balloon nor a segment of the balloon detached inside the patient after it ruptured. The procedure was completed with another of same device. The patient condition was stable post-procedure. It was further reported that the ruptured device used during procedure was a 12.0 x 60, 75cm mustang balloon catheter.